Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toxic shock syndrome. Sick [malaise]. Case description: a female consumer, age unspecified, provided a spontaneous report via social media on (B)(6) 2018 that she used tampax tampon, version/absorbency/scent unknown on an unknown date and today was diagnosed with toxic shock syndrome from a small piece of tampax. She stated that she had been sick for over a week and was now on strong antibiotics. The case outcome was unknown. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided.